Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues or alarms occurring. A review of the pump history indicated that call service alarms had occurred which could not be duplicated during testing. There was no defect found on investigation.

Event description:
It was reported that the patient experienced a blood glucose over 500 mg/dl. The patient was reportedly on his back up plan to resolve his blood glucose. It was reported that the patient's pump was emitting call service alarms. The patient reportedly tried to reboot the pump but the call service alarms repeated. The patient reportedly tried to continue wearing the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the pump was alarming appropriately to alert the user of an issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).